Event description:
Caller reported receiving a continuous glucose monitor error 42. There was no adverse impact to the customer. The pump was reset, and the customer continued to use the pump for insulin therapy.